Event description:
The company received information that suggested that shortly after the patient was intubated, the cuff leaked and the patient's sp02 decreased to 56%. The customer reported, that the patient was re-intubated and that there was no permanent harm to the patient. The customer will return the sample for evaluation.